Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-01792. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016. During the procedure, one of the patient's leads was found to be fractured. As a result, the fractured lead was explanted and replaced. Surgical intervention resolved the patient's issues. Both of the patient's leads are being reported as explanted because it unknown which lead was replaced.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01792.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-01792. It was reported the patient has been receiving inadequate stimulation. An impedance check revealed invalid impedance. Reprogramming provided resolution temporarily. In turn, x-rays were taken and one of the patient's leads was found to have migrated. Fortunately, adequate therapy was able to be obtained using the lead that had not migrated. Regardless, the patient will undergo surgical intervention on a later date.